Event description:
Falsely low advia centaur xp tsh3-ultra test results were obtained by the customer and questioned by the physician. The results were considered discordant when compared to the patient's clinical picture and alternate laboratories test method results. There was no report of adverse health consequences due to the discordant advia centaur xp tsh3-ultra result.

Manufacturer narrative:
Siemens initially assessed this event as no potential for injury; therefore, not reportable. After completion of internal investigations, a root cause for the discordant results was determined, leading to a new awareness date for this event of (B)(6) 2013. Siemens received three patient samples from the customer. Each sample was tested neat and then each sample was incubated with scantabodies tube and a heterophile blocking tube, (hbt). All results were negative and the hbt tube also gave negative results. The advia centaur xp tsh3-ul low results were confirmed. The samples were also run on three alternate platforms and the results were negative. Quality controls were within acceptable range. Investigations concluded that a rare variant of tsh, identified in a small cluster of patients, is not detected by siemens advia centaur systems tsh3-ultra assay. Investigation of unexplained discordant advia centaur tsh3-ultra results identified samples in which the monoclonal antibody used in the reagent failed to detect the tsh molecule. These individuals may have a previously unrecognized, functionally normal tsh variant. (B)(4). As a result, an important product safety information bulletin (B)(4) was sent to customers in the united states and an urgent field safety notice (B)(4) was sent to customers outside of the united states in (B)(4) 2013, to inform them of this issue. These customer communications also included a reminder that, for diagnostic purposes, the results obtained from these assays should always be used in combination with the clinical examination, patient medical history, and other findings.